Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02603, 0001825034 - 2018 - 02604. Report source: literature: patil, s., luis, c., & finn, h. (2017). Porous femoral fixation in total hip arthroplasty with short anatomical stem: radiographic evaluation. Clinics in orthopedic surgery, 9(3), 255. Doi:10.4055/cios.2017.9.3.255. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported in a journal article, three hips presented radiolucent lines 2mm in width, parallel to the femoral stem. At 1 year follow-up, all femoral components presented bone ingrowth into porous areas. Radiolucencies were reported to be not progressive with respect to the last follow-up radiograph.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.